Event description:
Conversion. During the removal of the jacket guard the balloon catheter broke leaving the balloon and jacket guard in the patient. Due to the patient's extremely tortuous anatomy, the physician elected to convert the patient to open surgical repair of the aneurysm. The patient is reported to be doing well.